Event description:
The healthcare professional reported that during the endovascular embolization procedure, the 1.00mm x 1.50cm galaxy g3 mini coil (glm910015 / 30386742) failed to detach after it was deployed into the aneurysm. It was reported that the procedure was successfully completed, there was no procedure delay from the reported event. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Procode is krd/hcg. The name, phone and email address of the initial reporter are not available / reported. Initial reporter address line 1: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30386742) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 07-apr-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during the endovascular embolization procedure, the 1.00mm x 1.50cm galaxy g3 mini coil (glm910015 / 30386742) failed to detach after it was deployed into the aneurysm. It was reported that the procedure was successfully completed, there was no procedure delay from the reported event. There was no report of any patient adverse event or complication. Multiple attempts to obtain additional information related to the procedure and the reported device issue were unsuccessful. If additional information is received at a later date, this file will be updated accordingly. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the received device was identified as a deltafill xsft instead of the device reported in the complaint, which is a 1.00mm x 1.50cm galaxy g3 mini coil. By measuring the embolic coil length, it could be either a deltaxsft 10 1.5mm x 2cm (dlx100152) or a deltaxsft 10 2mm x 2cm (dlx100202). Multiple attempts to obtain further information were unsuccessful. Visual inspection of the returned device revealed no apparent damage, additionally, the embolic coil was still attached to the delivery system. The core wire was observed to be kinked near the connector. This damage could have occurred sometime during post-operative handling or shipping. Under microscopic magnification, the distal part of the resistance heating coil (rh) showed no evidence that it had been subjected to heat, which indicated that the detachment process had not been initiated, and the embolic coil was observed in good conditions (i.e., no kinks, elongations or non-concentric loops). The electrical resistance of the device was measured, and it was confirmed to be within specification. The dpu (device positioning unit) was connected to a lab sample dcb (detachment control box), and the system ready light illuminated when the power was turned on. The detach button was pressed and the embolic coil was detached without a problem. After the detachment was successfully completed, the evidence of heat could be observed along the clear cover of the rh. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The device received does not seem to be the product involved in the event reported, based on the characteristics and analysis results. If the documented complaint device involved is received at a later date, it will be submitted to full functional testing and this investigation will be updated accordingly. A review of manufacturing documentation associated with this lot (30386742) that belongs to the documented device in the complaint presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ verify that the microcoil delivery system is fully connected, and no faults are indicated on the dcb. If a fault exists, reseat all connections between the dpu, the dcb, and the connecting cable. If a fault still persists, replace the connecting cable. If this does not correct the error, replace the dcb. If the microcoil delivery system still continues to have a fault, retrieve the microcoil as described in the following section, re sheathing the microcoil system, and replace with a new microcoil system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.